Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes as well as the cable connecting ECG a and ECG b and the front therapy electrode were pulled from the strain relief, damaging wires in the cables. The root cause for the strained cables was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.